Manufacturer narrative:
Hill-rom's attempts to determine the resolution from the facility have not been returned.

Event description:
Info received indicates the bed exit function will not alarm when the pt exits the bed.